Event description:
It was reported by repair work order that the mattress had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the mattress had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to indicate that the issue was resolved by informing the customer that the cover is out of warranty and should be replaced along with any affected components.